Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("constant menstrual cycles"), headache ("headache"), abdominal distension ("bloating"), alopecia ("hair loss"), visual impairment ("vision problems"), arthralgia ("joint pain"), menopause ("premenopause"), endometriosis ("endometriosis") and pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2012. At the time of the report, the genital haemorrhage, polymenorrhoea, headache, abdominal distension, alopecia, visual impairment, arthralgia, menopause, endometriosis and pain outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, endometriosis, genital haemorrhage, headache, menopause, pain, polymenorrhoea and visual impairment to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: bleeding, headache, constant menstrual cycles, bloating, hair loss, vision problems, joint pain, pain nos, endometriosis and pre-menopause. Most recent follow-up information incorporated above includes: on (B)(6) 2020: information received via social media: new events - bleeding, headache, constant menstrual cycles, bloating, hair loss, vision problems, joint pain , pain nos ,endometriosis and pre-menopause were added. Case is upgraded to serious incident from non-serious incident. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), polymenorrhoea ("constant menstrual cycles"), headache ("headache"), abdominal distension ("bloating"), alopecia ("hair loss"), visual impairment ("vision problems"), arthralgia ("joint pain"), menopause ("premenopause"), endometriosis ("endometriosis") and pain ("pain"). The patient was treated with surgery (hysterectomy). Essure was removed in 2012. At the time of the report, the genital haemorrhage, polymenorrhoea, headache, abdominal distension, alopecia, visual impairment, arthralgia, menopause, endometriosis and pain outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, endometriosis, genital haemorrhage, headache, menopause, pain, polymenorrhoea and visual impairment to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : bleeding, headache, constant menstrual cycles, bloating, hair loss, vision problems, joint pain , pain nos ,endometriosis and pre-menopause . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.